Event description:
Patient had hernia repaired with bard composite mesh (non-covidien).tacks did not hold the mesh in place. The patient said that she experienced pain post operatively. Reoperation to replace/repair mesh on (B)(6) 2012. Patient was told by her 2nd surgeon (dr. (B)(6)that the issue was not with the mesh, but the tacker used to hold it in place.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).